Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that loop broke off inside the patient. The loop could be removed by the surgeon, but the removal required additional surgical time. No negative impact in state of health reported.